Event description:
On (B)(6) 2011, the patient was implanted with a gore excluder aaa endoprosthesis to treat the aneurysm at the left common iliac artery. After the ballooning of the distal part of the gore excluder aaa endoprosthesis contralateral leg component (B)(4), the computed tomography angiography showed a slight extravasation from the distal right common iliac artery, however the patient's blood pressure remained stable. This was successfully repaired using an additional contralateral leg component and the patient tolerated the procedure. The physician stated that the extravasation was due to the calcified artery and over inflation of the coda balloon.

Manufacturer narrative:
Further information is going to be provided.